Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the customer reported black particle was found at the filter chamber of the captioned infusion set. The product was stored in a cool and dry storage room. There was no delivery issue reported, no hole, cut, tears or any defect noted. The problem occurred during priming. The product was not in clinical use at the time of event.

Manufacturer narrative:
After further review it was determined that this report is a duplicate of MFR MDR# 9615050-2025-00214. Please consider this report, MFR MDR# 9615050-2025-00213, void.